Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reza1563 showed no other similar product complaints from these lot numbers.

Event description:
The facility reported that when the nurse was inserting a PICC, they ran into some type of blockage/resistance where the catheter coiled. The nurse reportedly pulled the wire and noticed that the tip of the wire looked like it was allegedly cracked and barely attached to the stylet. No breaks actual breaks in the wire were reported. The PICC was inserted ok.